Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the dexcom receiver alerted for an estimated glucose value (egv) of approximately 52 mg/dl. The patient consumed food and drink to treat the low reading. When the egv remained low despite treatment, a family member recommended verifying the bg level with a meter. The fingerstick bg measured approximately 400 mg/dl, while the dexcom receiver continued to display an egv of about 57 mg/dl. During this time, the patient reported dizziness, headache, and sweating. The family contacted the patient¿s physician and were advised to calibrate the device; however, calibration was not performed. The patient¿s wife opted to bring him to the emergency room (ER) for further evaluation. Upon arrival at the ER, the patient¿s bg was again measured at approximately 400 mg/dl. The dexcom receiver was not checked during the ER visit. The patient was administered an unspecified medication and remained hospitalized for two days. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the patient was in the ER. No additional patient or event information is available.